Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 60 mg/dl and high blood glucose level was 538 mg/dl. Customer's mother did not provide any symptoms regarding to low blood glucose and high blood glucose episode. Customer treated with insulin pump and snack and juice. The customer's mother was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will be returned for analysis.